Manufacturer narrative:
A review of the complaint history, device history record, review of instructions for use (IFU), specification, and quality control data was conducted during the investigation. No complaint device will be returned noted in the complaint record. No photos have been provided. Therefore, device failure analysis and physical examination of the device used in this case could not be performed. Review of device history record was reviewed and one non-conformance noted which is not related to failure mode. Additionally, a complaint history search revealed this complaint to be only one associated with complaint lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor basket malfunctioned during an ureteroscopy laser lithotripsy with stent placement procedure. The malfunction was described as the device not opening completely and unable to disengage the stone from the basket. It was reported that the stone was lodged in the basket and operator had to disassemble the basket and laser the stone so that it would come back through the scope. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.